Manufacturer narrative:
(B)(4). The samples have been received but the evaluation is not yet complete. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The nurse reported to baxter (B)(6) of a single lead diagnostic arthroscopy irrigation set which had separated tubing. The condition was discovered before patient use. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned 8 total samples for evaluation. The reported condition was confirmed during visual inspection, but for only one sample. The whole set was not present, only the tubing was inside the pouch. A batch review was performed on the reported lot with no deviations found. However, an assignable root cause could not be determined.